Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module that failed during testing. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was found to be consistent with a faulty proportional valve.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.